Event description:
Litigation papers allege the pt suffers from severe pain and discomfort which has increased over time. It is further alleged that she suffers and continues to suffer symptoms including, but not limited to severe pain, decreased range of motion, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated. It is further alleged the pt has elevated cobalt metal ions in her blood stream and experiences rashes due to elevated cobalt ions found in pt's blood stream. Update: (B)(6) 2011- the sales rep reported the revision surgery. The pt was revised to address acetabular loosening.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be reopened.

Event description:
Litigation papers allege the patient suffers from severe pain and discomfort which has increased over time. It is further alleged that she suffers and continues to suffer symptoms including, but not limited to severe pain, decreased range of motion, sensation of misalignment, and difficulty with activities of daily living such as walking and standing after being seated. It is further alleged the patient has elevated cobalt metal ions in her blood stream and experiences rashes due to elevated cobalt ions found in patients blood stream. Update: (B)(4) 2011 - the sales rep reported the revision surgery. The patient was revised to address acetabular loosening. Dor: (B)(6) 2011 (right hip). There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.